Event description:
It was reported that the customer's pump suspended insulin delivery. The customer's blood glucose (bg) level was 330-350 mg/dl. The customer was able to resume insulin delivery and the bg level corrected back to normal. Tandem technical support reviewed the pump history with the customer which showed that the resume pump alarm occurred due to the user aborting insulin delivery.

Manufacturer narrative:
The t:slim pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.